Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a healthcare professional. This case involves a (B)(6) male patient who started treatment with synvisc on (B)(6) 2016 and after few days developed injection site swelling and injection site pain and had right knee effusion after 10 days. The patient had received synvisc in the past 10 years ago. The patient's medical history, concomitant medications or concurrent conditions was not provided. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml (frequency: not provided) (batch/lot number: (B)(4) and expiration date: may-2018) in right knee for osteoarthritis. On (B)(6) 2016, the patient received second injection in the synvisc series. It was reported that the patient developed swelling and pain in the right knee where the injections were placed. The patient had cortisone placed. On (B)(6) 2016, 10 days after the first synvisc injection, the patient had 55 ml of fluid removed. Action taken: unknown. Corrective treatment: cortisone for injection site swelling and injection site pain; fluid removed for right knee effusion. Outcome: unknown for all events. (B)(4). The production and quality control documentation for lot # 5rsa013a expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa013a no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4). Sanofi genzyme will continue to monitor complaints to determine if a CAPA is required. Additional information was received on 29-mar-2016. The lot number and expiry date was updated. Text amended accordingly. Additional information was received on 31-mar-2016. Ptc number and results were added and text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6)-2016 from a healthcare professional. This case involves a (B)(6) years old male patient who started treatment with synvisc on (B)(6)-2016 and after few days developed injection site swelling and injection site pain and had right knee effusion after 10 days. The patient had received synvisc in the past 10 years ago. The patient's medical history, concomitant medications or concurrent conditions was not provided. On (B)(6)-2016, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml (frequency: not provided) (batch/lot number: 5rsa013a and expiration date: may-2018) in right knee for osteoarthritis. On (B)(6)-2016, the patient received second injection in the synvisc series. It was reported that the patient developed swelling and pain in the right knee where the injections were placed. The patient had cortisone placed. On (B)(6)-2016, 10 days after the first synvisc injection, the patient had 55 ml of fluid removed. Action taken: unknown. Corrective treatment: cortisone for injection site swelling and injection site pain; fluid removed for right knee effusion. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Additional information was received on 29-mar-2016. The lot number and expiry date was updated. Text amended accordingly.

Event description:
This unsolicited device case from united states was received on 22-mar-2016 from a healthcare professional. This case involves a (B)(6) male patient who started treatment with synvisc on (B)(6) 2016 and after few days developed injection site swelling and injection site pain and had right knee effusion after 10 days. The patient had received synvisc in the past 10 years ago. The patient's medical history, concomitant medications or concurrent conditions was not provided. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml (frequency: not provided) (batch/lot number: 5rfa013a and expiration date: 31-may-2018) in right knee for osteoarthritis. On (B)(6) 2016, the patient received second injection in the synvisc series. It was reported that the patient developed swelling and pain in the right knee where the injections were placed. The patient had cortisone placed. On (B)(6) 2016, 10 days after the first synvisc injection, the patient had 55 ml of fluid removed. Action taken: unknown. Corrective treatment: cortisone for injection site swelling and injection site pain; fluid removed for right knee effusion. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.